Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilation balloon was used in the colon during an esophagogastroduodenoscopy (egd) with dilation and colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon failed to deflate, which caused resistance. The gastroscope was removed with the balloon so that the gastroscope could be re-inserted into the patient. The procedure was completed with another cre fixed wire balloon. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable.